Event description:
Per the independent repair center, the customer alleged problem is the unit will not start. The key failure is the power switch has a short circuit. Additional details state after start up machine shuts off alarms.